Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was complaining she was getting a shocking sensation. Patient explained that she had been experiencing a shocking feeling and then absent seizures after she had a her neck adjusted by her chiropractor just after mother¿s day. The rep interrogated her device and ran an impedance check. All the contacts were operating correctly. The rep offered her the option to turn the device off but she felt that it was relieving too much of her original pain to do that. Rep did add an addition program near to but different from the program she walked in with as an option to try. It was unknown if the issue was resolved. No further complications were reported.